Manufacturer narrative:
Implant date: (B)(6) 2019. This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 12.6mm, vicm5_12.6, -4.00 diopter, implantable collamer lens was implanted in (B)(6) 2019, the surgeon noted refractive surprise of -1.25d although they expected 0d. In addition the lens was small and they noticed low vaulting. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.